Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a review was completed of the user's reprocessing steps and confirmed to be implemented according to the instructions for use. The reported foreign material inside the nozzle was confirmed, however, the foreign material could not be identified and the root cause could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The subject device was returned to olympus for evaluation. During inspection and testing, the allegation was confirmed. It was determined the amount of air supplied was insufficient due to clogging of the air/water nozzle. In addition to the finds reported , the curved rubber adhesive was cracked. The drain function was degraded due to clogged water nozzle. The bending angle was insufficient due to the elongation of the angle wire. The play of the angle knob was out of specification due to the elongation of the angle wire. There were scratches on the insertion tube, operation part, tip cover, hardness adjustment ring, switch button 3, insertion part corrugated tube, operation unit cover, up/down knob, up/down angle fixing lever, right/left knob, grip, universal cord, scope connector, operation part side, scope connector cover and right/left angle fixing knob. Additional information has been requested regarding this event. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if additional information becomes available.

Event description:
An olympus employee reported on behalf of a customer, insufficient air with the evis lucera elite colonovideoscope. There was no report of user or patient harm associated with this event. During inspection of the returned device, there was a foreign object in the nozzle. This MDR is being submitted to capture the reportable malfunction found during evaluation.